Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "pump indicated a helium leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pump had a helium loss alarm and the pressure indicator of the helium cylinder decreased rapidly. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. The pump and catheter then worked properly with no alarms. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the pump had a helium loss alarm and the pressure indicator of the helium cylinder decreased rapidly. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. The pump and catheter then worked properly with no alarms. No patient harm or injury. The patient status is reported as "fine".